Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of display symbol issues was confirmed via submitted photos and evaluation of the heartmate 3 system controller (serial number (B)(6)). The reported event of power cable disconnect alarms was confirmed via log file analysis; however, the alarms were not reproduced throughout testing. Review of the log files revealed intermittent power cable disconnect alarms on 08jan2026 due to relative state of charge (rsoc) invalid faults associated with the black power cable being outside the expected voltage range. The alarms occurred while connected to battery power and quickly resolved each time. Pump operation was not affected. Customer submitted photos revealed the pump running and battery bar light emitting diodes (led) not fully lighting up. During functional testing, self-tests were performed and did not pass. One of the green pump running leds and the first and third battery bar leds would flicker/disappear when the navigation button was pressed. The system controller user interface (ui) and top housing assembly was replaced with a known test unit, which resolved the observed issue; therefore, the issue was isolated to the ui panel. The controller passed functional testing and was able to operate a mock circulatory loop for extended operation without issue. No power cable disconnect alarms were reproduced throughout testing. The returned ui panel¿s j1 connector was inspected under a microscope, and the solder on several pins of the j1 connector appeared to be damaged, allowing the pins to intermittently move when physical force was applied. These included pins correlating to the battery bar and pump running leds. Of note, the location of the j1 connector is directly underneath the navigation button (s1). The system controller was reassembled, physical force was applied to the ui panel proximal to the display/navigation button, and flickering led behavior was observed. Provided information stated that after exchanging the system controller and cleaning the battery clip contacts, both reported issues were resolved. The root cause of the display issues was determined to be damaged solder joints on the j1 connector of the ui panel; however, a root cause to the damage to the j1 connector was unable to be conclusively determined through this investigation. The root cause of the power cable disconnect alarms was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 lvas patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, indicates how to perform a self-test and during the self-test, the system controller checks the lights, symbols, and sounds on the user interface. Heartmate 3 lvas IFU, section 8 ¿ ¿equipment storage and care¿, explains how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the clinic and complained about unclear power cable disconnect alarms. The patient also mentioned issues with the display of the "running pump" symbol and the "battery capacity" columns on the system controller. Images and log files were submitted for review. The system controller was exchanged and would be returned for evaluation. The battery clip contacts were cleaned. Both issues resolved after the actions were performed.